Event description:
Attempt made by the user to place PICC in basilic vein on right arm. When advancing guidewire, resistance was met. Guidewire removed without difficulty and appeared frayed and fragmented. CT of arm revealed approx 1 cm of fragment of guidewire remains in vessel and surrounding soft tissue. Pt elected to leave the portion of the guidewire in the vessel.

Manufacturer narrative:
Device damage indicated that the distal tip became entangled because of the product condition that was returned for investigation. The remaining portion of the distal tip appears stretched to point of breaking, and not severed or dislocated, which could indicate a product fault. The coils were also extended, as if the guidewire had become entangled and stretched.